Event description:
It was reported that the battery gauge was intermittently fluctuating, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 270-307 mg/dl.

Manufacturer narrative:
Device not returned.